Event description:
As reported by a (B)(6) hospital, a PICC was removed and replaced due to leakage at the hub of the extension tubing. It was indicated that 6 similar additional events had occurred, however details of those events (dates, part numbers, lot numbers) were not available. No patient injuries or complications were reported. One used catheter has been returned for evaluation. All other catheters were discarded at the hospital.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and components lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical september 2014 complaint report was reviewed for xcela PICC product family and the failure mode "hub extension tubing detached." No adverse trends were indicated. Visual examination of the returned device showed the extension tube with the blue clamp to have a fracture at the molded luer to hub interface. The fracture was approximately 1/3 of the circumference of the hub. The evaluation of the returned sample did not reveal any molding/manufacturing related non-conformance, i.e. No sinks marks, short shots or heat damage. The hub-to-extension tubing junction was measured and found to meet ID specification. Additionally, the tubing was cross-sectioned, measured, and found to meet ID and od specifications and not show any wall thickness abnormalities. Although a definitive root cause for the failure is unable to be determined, a potential root cause is believed to be erosion of the tubing due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Manufacturing process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing.